Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 970140, drill bit, lot # 970140. The event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04003, 0001825034-2018-04004.

Event description:
It was reported that during the process of implanting the cup, the drill bit fractured. An alternate drill bit of the same size, different lot was used, in which the second drill bit also fractured. This surgery was finished with backup instrumentation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.